Event description:
The patient reported they had a pain pump that they were in the hospital for until the past week. Per the patient "they had the pump set at 40% which caused the patient to have a seizure and they just turned the pump back on after the patient was stabilized." The patient was being followed by their primary hcp and had an appointment the following week. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, lot # j10938r50, implanted: (B)(6) 2002, product type catheter. (B)(4).